Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the foot detachment; however the treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a coronary stenting procedure. Reportedly, a small black piece of the proglide device remained in the patient. The piece of the proglide device was removed and hemostasis was achieved surgically. There was a clinically significant delay in the procedure due to the surgical remove of the piece of the proglide device. Hospitalization was extended one day due to the surgical procedure. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.